Manufacturer narrative:
The reported lead was returned in one piece. Undersensing was not confirmed. Electrical testing and a visual inspection was performed and no anomalies were noted.

Manufacturer narrative:
(B)(4).

Event description:
During implant, the right atrial lead was repositioned several times due to low sensing values. Further the lead was not able to be steered as intended and became loose after extending the helix. The lead was replaced and the procedure was completed with no adverse consequences for the patient.